Event description:
It was reported that prior to a stenting treatment procedure, the stent had moved on the delivery device. The target lesion was located in the left anterior descending artery. When the 3.0x24mm promus element coronary drug-eluting stent system was removed from its sheath during preparation, it was noted that the stent had moved on the balloon of the delivery device. The device was not used and the procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that prior to a stenting treatment procedure, the stent had moved on the delivery device. The target lesion was located in the left anterior descending artery. When the 3.0x24mm promus element coronary drug-eluting stent system was removed from its sheath during preparation, it was noted that the stent had moved on the balloon of the delivery device. The device was not used and the procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that the stent had moved on the balloon. The stent is damaged and severely stretched and is now 4cm in length. A kink in the lumen was noted 1cm from the port site. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).